Event description:
It was reported that the balloon of the mini trek ruptured upon inflation in the moderately calcified right coronary artery with no tortuosity; the actual atmosphere was not recorded. The device was soaked and prepped according to the instructions for use. A mini trek 2.0 x 15 mm was successfully used for predilatation and a xience v stent was implanted. The patient outcome is reported as fine. There was no patient injury. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible in the inflation lumen and contrast in the loosely folded balloon and on the shaft and hypotube, consistent with preparation and a rupture while in the patient anatomy. A new indeflator filled with water and was used in attempt to inflate the balloon to the rated burst pressure (rbp) when it was observed that fluid was coming out from a longitudinal rupture in the balloon 4.5 mm proximal to the distal balloon marker and extending proximally, for an entire length of 3 mm. The balloon material had a flap appearance at the distal end of the longitudinal rupture, for a length of 1 mm. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion such that the balloon ruptured upon the first inflation below the rbp. Analysis noted a flap of torn balloon material. Damage of this type can be the result of material processing or incorrect preparation for use. It is possible the balloon was not soaked sufficiently prior to the procedure. It is possible that the hydrophilic coating on the balloon was not sufficiently activated upon exposure to moisture such that as the balloon was inflated, the balloon material tore and peeled. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for balloon ruptures for this lot. Based on the reported information and analysis of the returned product, the reported balloon rupture appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.